Event description:
New information notes the elective replacement indicator alert was successfully cleared. The patient would continue to be monitored.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The patient has not scheduled a follow-up, as recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.